Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2018 alleging the patient experienced hyperglycemia while on insulin pump therapy with blood glucose measuring greater than 250 mg/dl but less than 500 mg/dl and associated symptoms of nausea and dizziness. The patient reportedly did not receive any treatment above or beyond the usual routine of diabetes care and management. The reporter alleged the battery compartment was cracked and the patient applied duct tape to the cracked area because the pump would not power on otherwise. The reporter denied damage to the battery cap. The reporter stated the patient did not have insulin or syringes for manual insulin injection. This complaint is being reported because the patient reportedly experienced serious injury while on insulin pump therapy associated with a power issue with damage to the pump.